Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed. The assignable cause was a manufacturing defect. Additional: a batch review has been performed and there were no exceptions noted during the manufacturing of this device. The root cause for this issue is currently being investigated through CAPA (corrective and preventive action) investigation (B)(4).

Event description:
The facility representative contacted baxter (B)(4) to report an infusor that had a ruptured reservoir. The event occurred during filling. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.